Event description:
It was further reported that the patient experienced an episode of ventricular tachycardia (vt) correlating with syncope. The patient received an appropriate shock from the ICD that promptly converted them back to sinus rhythm. It was noted that the ICD functioned appropriately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: mc1vr01us ipg, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient with a leadless implantable pulse generator (ipg) and implantable cardioverter defibrillator (ICD) that they were "getting ready for dinner, I was setting the table and the next thing I knew, I was on the floor." And "now I have a bruised back." The devices remain in use. No further patient complications have been reported as a result of this event.